Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient could not charge their ins. The charging puck was on the charging dock for 12 hours. Also, the patient felt better after decreasing the power the patient saw the green flashing light, then it turned to a steady green, but when the patient put the charging puck to the ins, they did not hear the solid beep to indicate connection. The charging puck did not connect to the ins, then the patient heard the low charge tone from the charger. Troubleshooting steps were attempted by reviewing all the charger steps over the phone. The patient also reported they decreased the power and felt better. The patient will meet with the care team with their charger and remote control. The ins is flipped under the skin, so that is why the patient could not charge. The patient is scheduled for a revision surgery for (B)(6) 2025. The revision surgery occurred as scheduled. The patient revised their neurostimulator. They switched from a rechargeable to a non-recharge neurostimulator.

Event description:
It was reported the patient could not charge their ins. The charging puck was on the charging dock for 12 hours. Also, the patient felt better after decreasing the power the patient saw the green flashing light, then it turned to a steady green, but when the patient put the charging puck to the ins, they did not hear the solid beep to indicate connection. The charging puck did not connect to the ins, then the patient heard the low charge tone from the charger. Troubleshooting steps were attempted by reviewing all the charger steps over the phone. The patient also reported they decreased the power and felt better. The patient will meet with the care team with their charger and remote control. The ins is flipped under the skin, so that is why the patient could not charge. The patient is scheduled for a revision surgery for (B)(6) 2025. The revision surgery occurred as scheduled. The patient revised their neurostimulator. They switched from a rechargeable to a non-recharge neurostimulator.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of ipg migration and difficulty to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.